Event description:
1. Ruptured disposable centrifuge. 2. Error code "top light source failure." 3. "Prc sensor failure" numerous times.====================== manufacturer response for cell saver, (brand not provided)======================rep notified by or materials coordinator.